Manufacturer narrative:
(B)(4).

Event description:
A report was received that the trial patient was experiencing pain at the lead site. The trial lead was removed as scheduled and additional pain medications were prescribed. The physician confirmed that the pain was procedure related and beyond what was expected. The patient is reportedly doing well.